Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
This report is related to manufacturer report # 2939204-2008-00022, 2939204-2008-00023, 2939204-2008-00024, 2939204-2008-00025, 2939204-2008-00026, 2939204-2008-00027, 2939204-2008-00028, 2939204-2008-00029, 2939204-2008-00030 and 2939204-2008-00031.

Event description:
The patient presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery (acom) aneurysm. Six coils had been implanted into the aneurysm, there was some coil protrusion of the first coil into the left anterior cerebral artery (aca) a1/a2 junction but the vessel remained patent. The seventh coil protruded beyond the aneurysm margin and angiography post coil deployment demonstrated some bleeding resulting in the patient's condition deteriorating. The anticoagulation was reversed and the patient was stabilized. Following the deployment of a further three coils, it was noted that the left aca a2 segment was occluded with thrombus. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent [subject device] into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images but there was no residual affect observed in the aca. The patient suffered an ischemic stroke that was reported to be related to the thrombus and also a possible relationship to the stent. It was reported that 50mg of protamine were administered. The stroke resolved the following day with residual effects, the patient had weakness in the right lower extremity. The patient was discharged to a rehabilitation center before being discharged home twenty days post procedure.

Event description:
The patient presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery (acom) aneurysm. Six coils had been implanted into the aneurysm, there was some coil protrusion of the first coil into the left anterior cerebral artery (aca) a1/a2 junction but the vessel remained patent. The seventh coil protruded beyond the aneurysm margin and angiography post coil deployment demonstrated some bleeding resulting in the patient's condition deteriorating. The anticoagulation was reversed and the patient was stabilized. Following the deployment of a further three coils, it was noted that the left aca a2 segment was occluded with thrombus. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent [subject device] into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images, but there was no residual affect observed in the aca. The patient suffered an ischemic stroke that was reported to be related to the thrombus and also a possible relationship to the stent. It was reported that 50mg of protamine were administered. The stroke resolved the following day with residual effects, the patient had weakness in the right lower extremity. The patient was discharged to a rehabilitation center before being discharged home twenty days post procedure.